Event description:
The customer received questionable free triiodothyronine (ft3) results on their e-module analyzer. The patient's initial ft3 result was 14.37 pg/ml. The sample was tested on another system, type unknown, and the result was 2.6 pg/ml. There were no adverse events. The ft3 reagent lot number was 164774 and the expiration date was not provided.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
The customer returned a sample for investigation. The elevated ft3 value measured by the customer was verified by interference analysis. It was determined the patient sample contains an interfering factor to the monoclonal antibody used in the assay. This interference is documented in product labeling.